Manufacturer narrative:
Additional info will be provided following the conclusion of the MFR's investigation.

Event description:
Lift was being used by an aid who the facility maintenance mgr has not been able to identify at this time. He was told that the lift was being used and someone smelled smoke so it was discontinued. No knowledge of whether a resident was in the lift or not. The battery has a little bubble on the label side; no discoloration otherwise. The lift has no discoloration but the lifting arm is stuck in the far north position.